Event description:
It was reported that there were rising thresholds in the atrial and ventricular leads. It was also reported that the ventricular lead showed rising impedance. Both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4).- performance data was collected from the device and revealed that there was resistance/impedance increase. The weekly pace lead impedance trend data shows a gradual increase for minimum and maximum ventricular pace bi polar ventricular impedance = 855 to 1786 ohms peak between 15-dec-2011 and 26-jul-2012. Evaluation summary: (B)(4). The partial lead in segments was returned and analyzed. No anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid outer tubing overlay, the outer tubing overlay melted and had cosmetic environmental stress cracking. The outer insulation had cosmetic depression. Visual analysis revealed apparent explant damage. The analyst visual comment revealed the lead was destructively analyzed to attempt to find any anomalies related to the complaint. Nothing was observed in the lead that could be associated with the electrical complaints. (B)(4). The distal segment of the lead was returned and analyzed. The outer insulation was breached and had depression. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had a white substance and cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and tissue on the helix.